Event description:
Reported from a case of a revision to a condylar replacement component, one of the condylar caps was found floating in the joint space upon opening the knee capsule. The case was a revision of the knee for infection where the surgeon was either replacing or removing parts and washing out the knee. The femoral component remained implanted without the cap and only the poly tibial plateau was swapped out during the revision.